Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient was hospitilzed due to infusion set applicator did not snap correctly in place on (B)(6) 2024. The infusion set was in use for 1 day. The patient blood glucose level was unknown but the patient was treated with IV fluids of saline and insulin. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007944, in question was manufactured at the reynosa site. Threshold analysis: a query was run in database on 01-sep-2025 against final reporting decision equal serious injury and death, lot number criteria equal lot number 6007944. The count of complaint is 3 which is equal 3. Further investigation is required via corrective and preventive action (CAPA) determination assessment using statistical analysis. The complaints number are: (B)(4). Device history record (DHR) review: the lot 6007944 was manufactured according to the work instruction (wi) version 115 manufactured in the line 9, on 04/jul/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Test results: no photo was provided; physical samples will not be returned. Conclusion summary of complaint investigation: as a result of the following: the thresholds of 3 reportable complaints are met for the lot in question and malfunction code, further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment.